Manufacturer narrative:
Correction: the previous MDR submitted on december 30, 2022 was filed inadvertently. Further information on the infection and antibiotics were provided with report number: 6000034-2022-01767. This report is submitted on january 30, 2023.

Manufacturer narrative:
This report is submitted on december 30, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was successfully treated with oral and topical antibiotics. The abutment was removed on (B)(6) 2022. The implant remains in-situ.